Event description:
Wall oxygen outlet had a lot of play between the wall outlet and the flow meter. When the flow meter moved with tubing being moved the oxygen supply was cutoff. This was unknown to the staff because the ventilator alarm did not go off because it was turned off. The ventilator alarm had the capacity to be turned off and it should not have had this capability.what was the original intended procedure?nuclear scanning.device #1is this a laboratory device or laboratory test?no.